Event description:
During an interventional procedure the smart 120/150, vascular - 6x150 did not work. The stent partially deployed but was pulled out with the ses. There was no patient injury reported. The age and gender of the patient is unknown. There is no target lesion information available. The device was able to cross the lesion. There was no difficulty advancing the device to the target lesion. When the physician attempted to deploy the stent, the deployed stent engaged the shaft tip and was pulled out of the lesion. Therefore, the entire device (stent and ses) was removed from the patient and another stent was successfully deployed in the lesion. There was no reported injury to the patient.

Manufacturer narrative:
During an interventional procedure the smart 6 x 150 stent partially deployed and was removed still intact. There is no target lesion information available. There was no difficulty advancing the device to or crossing the target lesion. When the physician attempted to deploy the stent, the deployed stent engaged the shaft tip and was pulled out of the lesion. Therefore the entire device (stent and delivery system) was removed from the patient and another stent was successfully deployed. There was no reported injury to the patient. One non sterile smart 120/150,vascular - 6x150 was received inside a plastic bag. One bend was observed at 16 cm from the ID band. The unit was deployed and the stent was received separated. One kink was found in the inner member at 3.5cm from distal tip. Blood residues were observed in the hypotube. The unit was received expired. No more anomalies were found. The usable length was measured; and was found within specification. Although the unit was received deployed; functional test (deployment process) was performed and no anomalies were found. The reported lot was received expired; however, the lot was shipped to the account in (B)(6) 2010 before its expiration date ((B)(6) 2012). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer could not be confirmed. The exact cause of the reported failure condition could not be conclusively determined. Handling and procedural factors could be contributed to the failure experienced by customer. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore no actions will be taken. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used. 'The instructions for use advises the user to: advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Deployment a. Verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. F. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands ("pin and pull" method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With review of the device history records, there is no indication that the event is related to the manufacturing process. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.